Event description:
Philips received a complaint from the customer on the v60, indicating that during evaluation and testing, it was observed to have a dim display. It was reported that there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Based on the assessment, the engineer identified the need for replacement of the user interface assembly. The customer will order the identified replacement parts and perform the necessary repairs to restore the unit to proper operating condition. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Based on the assessment, the engineer identified the need for replacement of the user interface assembly. The customer will order the identified replacement parts and perform the necessary repairs to restore the unit to proper operating condition. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.